Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was wanting to know if the manufacturer could make the doctor call them back, and it was reviewed that it was not able to be done. The patient reported new pain, no falls or trauma was related to the issue. The patient stated the new pain was in both shoulder and down the arms. The patient considered the symptoms sudden. The patient stated they had tingling and stabbing in both shoulders and down the arms. There were no further complications reported.